Manufacturer narrative:
A root cause could not be identified. Calibration and quality controls were acceptable before and after the event. Incomplete information was provided for further investigation.

Event description:
The customer received discrepant results for three patient samples tested for thyrotropin (tsh). All samples were repeated on another e170 analyzer (serial number (B)(4)). The first patient sample initially resulted as 0.036 uiu/ml and repeated as 6.06 uiu/ml. The second patient sample was tested on (B)(6) 2011 resulting as 0.027 uiu/ml and repeated as 2.08 uiu/ml. The third patient sample was tested on (B)(6) 2011 resulting as 0.027 uiu/ml and repeated as 1.26 uiu/ml. The customer considered the repeat results from the other e170 analyzer (serial number (B)(4)) to be correct. No patients were adversely affected by the event. The tsh reagent lot number was 16397302 with an expiration date of 02/29/2012. The field service representative could not reproduce the issue. He ran a mechanism check and this was ok. He ran performance testing and received no errors. The customer ran quality control with no errors. The field application specialist determined the cause was possibly due to short samples. The samples were poured into 16x75mm sample tubes. If the tube was pushed way down in the rubber stopper of the rack, there was a possibility for a short sample. The specialist had the field service representative check the dive depth of the sample probe and "trained" the staff about making sure the sample is seen in the window of the rd5 rack. The specialist reran the original pour-off tubes without pushing the tube down hard in the rd5 rack. The second patient sample resulted as 2.08 uiu/ml and the third patient sample resulted as 1.24 uiu/ml when ordered as a manual order.